Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stating the tip on the dc charger is melting when put in the cigarette lighter in the patents' truck. It is a 2011 model. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1156872 rev. C (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.